Event description:
The complainant has reported that the resolution hemostatic clipping device for hemostasis was utilized to anchor a jejunostomy tube. When the physician manipulated the device at the beginning he was able to grasp the tissue inside the jejunum. The device would not deploy when the handle was activated. The clip on the distal end of the catheter would not respond. In order to remove the device, a small amount of tissue was torn. This resulted in very minor trauma to the site - very similar to tissue acquisition made by biospy forceps. The patient did not have any extended hospital stays due to the procedure. The jejunostomy tube was left unattached to the tissue wall. The patient status is noted as fine with no complications.